Event description:
It was reported via interdepartmental helpline solutions tracker that customer experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 200 and blood glucose was 400 mg/dl. Customer reported that healthcare professional was going to make adjustments to basal rates and bolus.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.